Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported unknown what actions/interventions will be taken at this time. Mdt has not been notified of any changes from md office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient complained of stim not giving her relief. She states stim hasn¿t been working the last couple months. Cs educated pt on turning stim up as she states she doesn¿t turn it up. Cs also have pt a group c to try as she states she can feel it in her low back. Cs checked impedance and found contact 9,10 . 14 were greater than 40000. Pt was not using these contacts so they were avoided. Pt states she will start trying to turn stim up and down as needed. Pt denied all other complaints at this time.  There were no known contributing factors reported. It was reported that the issue was resolved at the time of the report. Additional information was reported that the patient has had a loss of stimulation. Patient was given a new group b to try to get more relief and low back. Patient is on hd settings. Cs was only able to get stimulation as high as patient hips. Impedance check showed contact nine and 14 or greater than 40,000. The cause was noted to be a fall approximately two weeks ago. The patient has also had a return of pain. She has noticed increased pain especially in her low back. Patient is unable to feel stimulation in her back even after cs tried to reprogram. Patient to discuss getting x-rays with nurse practitioner. An impedance check was done today with contacts 9, 14 being damaged >40000.